Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2300 ohms. Programming and troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.